Manufacturer narrative:
The solitaire devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. Reference mdrs: 2029214-2020-00118, 2029214-2020-00120, 2029214-2020-00121, 2029214-2020-00122.. If information is provided in the future, a supplemental report will be issued.

Event description:
Dobrocky t., kaesmacher j., bellwald s., piechowiak e., mosimann p. J., zibold f., ¿ jung s. (2019). Stent-retriever thrombectomy and rescue treatment of m1 occlusions due to underlying intracranial atherosclerotic stenosis: cohort analysis and review of the literature. Cardiovasc intervent radiol. 42(6):863-872. Doi.org/10.1007/s00270-019-02187-9. Medtronic literature review of the above article showed complications and adverse events involving medtronic stent. This was found through a retrospective study aimed to compare endovascular treatment outcome in acute ischemic stroke (ais) patients with and without underlying intracranial atherosclerotic stenosis (icas) of the target vessel which may become apparent after mechanical thrombectomy. A total of 533 patients with m1 occlusion who underwent mechanical thrombectomy (mt) between february 2010 and august 2017 were reviewed. There were 10 patients that had icas. Clinical outcomes showed that in the group of patients without icas, there were 94 patients with mortality at 90 days.